Manufacturer narrative:
(B)(4) .

Event description:
On 23 march 2018, an email was received from an eye care professional (ecp). The email contained an attached summary data spreadsheet containing the medical information for subjects involved in the study of acanthamoeba keratitis conducted in the UK. The information received from the ecp included only those study subjects who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), study ID (B)(6) , presented to the hospital on (B)(6) 2013 experiencing moderate photophobia, swelling, redness, and slight pain os where the pt was diagnosed with acanthamoeba keratitis. The pt reported wearing acuvue® oasys® brand contact lenses. The pt reported sleeping in lenses (10 nights per year, 2 nights in a row) and showering in lenses. The pt was treated with monotherapy phmb for 6 months. Va: 6/6 (20/20) os. No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.